Event description:
In surgery, a piece of equipment broke off of an inserter. The scrub nurse notified the surgeon. The piece was looked for in the surgical site and thoroughly irrigated. Xray was taken and read as a retained abject. Risk of going into patient to remove far outweighed the benefits.